Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with getting her onetouch ultra meter to talk in order to perform a blood glucose test because she is legally blind. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 6-8x daily. The patient manages her diabetes with humalog and lantus insulin. The alleged issue began on (B)(6) 2011 at 830pm. As a result of the alleged issue, the patient took a decreased dose of her humalog and lantus insulin (4 units each). On the early morning of (B)(6) 2011, the patient claimed she woke up feeling low blood glucose symptoms of sweating, confused and hungry. The patient ate peanut butter with crackers and/ or cereal as treatment. The patient felt better about 15-20 minutes after. The patient stated her daughter was not available until later that same morning to assist her with testing. The patient obtained a blood glucose test result of "160 mg/dl" with another device with the assistance of her daughter. At the time of troubleshooting, the customer care advocate (cca) advised the patient the subject meter did not have a feature enabling the meter to talk. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.